Event description:
It was reported the pt's ipg was unable to establish communication with her charger and programmer. The sjm rep confirmed the issue and replacement external devices were unable to resolve the issue. The pt stated that she had last charged 3-4 months ago. It was reported the physician plans to perform surgical intervention to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.